Event description:
It was reported that the patient presented to the emergency room after experiencing multiple shocks. The lead exhibited impedance greater than 2000 ohms and was fractured. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.